Event description:
It was reported that during implant attempt, the lead exhibited high thresholds. Therefore, the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The full lead was returned and analysis revealed no anomalies. However, it was noted that the proximal conductor was flattened, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and the tip of the lead was bent. Visual analysis indicated that the lead appeared to have been damaged at implant.